Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that the rack pushrod on the pump was damaged, which led to difficulties loading cartridges. The customer's blood glucose level was in 220-240 mg/dl range. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.